Event description:
It was reported that the itrak 3500p system gave an error message after plugging in a second receiver cable during a case. The itrak 3500p system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.